Event description:
It was reported that prior to starting a da vinci si surgical procedure the connection was bent during the placement of the monopolar cautery cord on a monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument banana plug was found broken at the backend of the housing. Engineering concluded the damage was likely due to mishandling / misuse. Additional observations not reported were the instrument flush tube was kinked and the tube extension had pad printing removed. Engineering concluded the pad printing damage was likely due to improper cleaning. Engineering also observed scratches on the tube extension and the main tube reinforcement ring. Engineering concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions and pad printing removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.